Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the difficulty deploying the mitraclip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was deployed on the a2/p2 leaflets successfully; however, the clip would not release from the delivery system. Additional maneuvers, rocking the guide and applying plus and negative, were performed after which the clip was deployed successfully. The final mr was grade 3. No adverse patient sequela or a clinically significant delay in the procedure were reported. No additional information was provided.